Event description:
Ous MDR. After placement of the ventricular lead, circulatory depression with cardiogenic shock due to pericardium tamponade was reported. Pericardiac puncturing and cardiopulmonary resuscitation followed. A device without atrial lead was implanted with good perioperational sensing/pacing behavior.

Manufacturer narrative:
Ous MDR. The lead was not returned for an analysis. Thus, the analysis is based on the existing production documents. The mfg process of this lead was reviewed. The mfg documentation showed no anomalies that could be relevant to the complaint. All mfg steps were carried out correctly. In summary, there is no indication of a mfg error.